Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and valve migration requiring intervention are known potential complication associated with the tavfr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the malposition was attributed to procedural factors (unexpected movement of the valve during deployment). This can occur due to patient anatomy, stored tension in the delivery system, and/or movement of the system by the operator. In this case, the cause of the valve movement is unknown. Per report, the ventricular migration was attributed to the initial malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(4) affiliate, during the transfemoral tavr procedure the 29mm sapien xt valve was positioned too ventricular. Pod25 the valve migrated and the patient had to undergo avr. Initially, the valve was placed 50:50, however, during deployment the valve was implanted too low (20:80 ventricular). The patient was discharged from the hospital in good condition. On pod 25 the patient was readmitted to the hospital in panama for heart failure. An echo was performed and the valve was observed to have migrated. The patient was taken back to the operating room and an avr was performed. The patient is stable and in the ICU. The native aortic annulus diameter measured 29m by tee and 27.4mmx28.8mm by CT with an area of 619mm &#10241;rea by CT. The aortic valve was mildly calcified, the leaflets were moderately calcified and the patient had a porcelain aorta. Both the image intensifier angle and the coaxial alignment of the delivery system were described as good. Ventilations were held and there was no loss of pacing captured during valve deployment.

Manufacturer narrative:
The procedural angiography and CT images were provided to edwards and reviewed by an edwards physician proctor. The findings are summarized below: angiography: moderate native leaflet calcification noted. Good coplanar view noted in imaging. Wire in good position. Multiple bav performed, bulk of inflation below annulus. Balloon seen shifting within lvot and stj. Valve not in co-axial alignment within native annulus. Valve appears canted prior to deployment. Good slow inflation. Valve fully expanded but deployed in a canted position. Valve position 10:90 on non-coronary side post deployment. Panamanian angiography: a still image was provided from angiography showing the valve still in the native annulus, canted with the valve position on the ncc side below the annular plane within the lvot. CT imaging: leaflet calcification noted on the rcc, and ncc. Annular measurement of 619cm² appropriate for a 29mm sapien xt. Observations: the measurements for a 29mm sapien xt were appropriate for the measurements provided. There was difficulty encountered with bav, multiple balloon inflations were required with the bav shifting above and below the native annulus. Prior to inflation the valve was positioned in a non-coaxial, canted position. Upon deployment of the valve, the valve was fully expanded but deployed in a canted position with the side towards the non-coronary cusp 90% within the ventricle. In this case, per the imaging review, the improper positioning prior to deployment ultimately led to the too ventricular and canted position of the valve. The malposition was attributed to procedural factors (non-coaxial placement of the valve, unexpected movement of the valve during deployment). This can occur due to patient anatomy, stored tension in the delivery system, and/or movement of the system by the operator. In this case, the cause of the valve movement is unknown. Per report, the ventricular migration was attributed to the initial malposition of the valve.